Event description:
It was reported that the patient was experiencing low flows. Log files were submitted for review which captured persistent low flow events throughout the log with flow noted as low as 2.2lpm. There were no noted pressure or volume concerns. An outflow graft clot was found and attributed as the cause of the low flows. Tissue plasminogen activator (tpa) was administered, and a heparin drip was started. The event was considered resolved with flows having improved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.